Event description:
Customer reports via phone, (B) (6) male having a cardiac cath procedure when a disposable syringe failed. Staff performed the first injection with a protocol of 12ml/sec for a volume of 34ml. During the second injection, protocol of 20ml/sec for a volume of 40ml, the syringe tip detached from the syringe and the syringe barrel shattered mid-barrel, within the injector pressure sleeve, after approximately 5ml of the injection protocol. Syringe was connected to a medtronic 5fr. Pigtail catheter with a liebel flarsheim high pressure tubing. No reported injury to pt and/or staff. Procedure was completed without further incident. On 12/31: customer reports they were using a coeur pressure sleeve with lf disposable empty syringe product (B) (4). This modified injector pressure sleeve leaves a gap between the syringe diameter and the pressure sleeve diameter, therefore the syringe burst within the pressure sleeve due to lack of pressure support. Customer has converted back to the original lf injector pressure sleeve.

Manufacturer narrative:
Manufacturing investigation reports: root cause identified: yes. According to the customer report, incorrect equipment used with this syringe. Conclusions: device history record for final product was reviewed and no discrepancies related to this defect were found. According to this report from the customer, the incorrect pressure sleeve was used leaving a gap between the syringe diameter and the pressure sleeve diameter. Defect was not confirmed since sample was not received for eval.